Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 600 mg/dl. It was unknown whether auto mode feature was active at the time of event. The insulin pump will not be returned for further analysis.